Event description:
It was reported by a customer that on (B)(4) 2011, the fiber and fired at 29,805 joules. No pt injury was reported. Add'l info reported by the customer was during set-up an aim test was performed and the beam was visible. During the procedure, it was observed that the aim beam was coming out at the end of the fiber. There were no error codes that were displayed on the console when this event occurred. The pt did not experience any difficulties due to this event. The user did not experience any injury from use of the system.